Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an alert for charge time out was delivered. A manual capacitor maintenance was performed and the charging time was normal and within range. No further intervention was necessary as all electrical measurements were normal and the patient was asymptomatic.